Event description:
Customer complaint of discrepant act+ results during an unspecified electrophysiological procedure and an associated adverse bleeding event with the use of the hemochron signature elite system. The company was notified that the excessive bleeding occurred during a singular procedure which resulted in the stoppage of the med procedure taking place. At this time, no info has been received documenting a patient identifier, gender, age, height, weight or data specific to the procedure or adverse event. No info has been received pertaining to the patient's status.

Manufacturer narrative:
(B)(4). Associated cuvette lot numbers are unk at this time. There is no evidence that a system malfunction occurred during the use of the instrument. The hosp staff has scheduled training on the hemochron signature elite with act+ test for new personnel including the physician involved with the incident. Actual device not evaluated. Process eval performed. No related ncrs were identified for this instrument. Results are pending completion of the device eval. Eval is in progress.